Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that an hcp initially reported the event to them and that the hcp was refilling the patient's pump and the next day, the hcp told the rep that the patient reported throwing up and feeling extremely sick. The cause of the issue was believed to be the hcp not filling the pump for the refill and gave him a pocket fill. Actions/interventions taken included the patient being admitted to the intensive care unit (ICU) and the rep was unaware of the date of admission but was notified on (B)(6) 2023. The cause for the physician not being able to enter the pump when attempting to refill was unknown. The rep also indicated that they were consulting with neurosurgery on replacing the pump. It was further reported that the rep had not been notified on the current status of the affected devices and was not notified of further treatment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare facility via a company representative regarding a patient receiving baclofen 2000mcg/ml at 249.6mcg/day via an implantable pump. The patient¿s medical history included kidney problems. A possible pocket fill was reported. The patient had toxic symptoms the day after their refill then a couple days after had withdrawal symptoms that had him admitted to the ICU. The environmental, external or patient factors that may have led or contributed to the issue was the patient was covid positive. The diagnostics and troubleshooting performed was the physician tried to refill the pump while using ultrasound but for some reason was unable to enter the pump. A CT of the abdomen was done and view to see if pump had flipped but everything looked normal. The actions and interventions taken to resolve the issue was the physician talked about communicating with the neurosurgeon to possibly replace the pump. It was unknown if the issue was resolved at the time of the report, and it was noted the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.